Event description:
The customer reported that the device displayed an error code 1111. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the event log was downloaded and reviewed. It was verified that error code was 1111 was observed. The service engineer disassembled and replaced the o2 valve and filter. The device was then reassembled and passed all performance verification testing. The device was returned to service.

Manufacturer narrative:
The returned oxygen (o2) solenoid valve operated without any issue with installation into the product investigation lab (pil) standard test bed (stb) gas delivery system (gds). The pil technician could not duplicate failure from the service and verified that the returned o2 solenoid valve passed all o2 solenoid valve testing. No fault was found with the returned o2 solenoid valve.